Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net after the implantable cardioverter defibrillator delivered inappropriate therapy for an episode supraventricular tachycardia, caused by under-sensing on the atrial channel. The patient subsequently presented in-clinic where programming interventions were made. The patient was recovering in stable condition.